Event description:
A medtronic representative reported that, while in a procedure, the surgeon alleged a lateral inaccuracy of less than 2.0. The instrument appeared in the eye when the endoscope showed it was not there. In trouble-shooting, adjusting the emitter improved the accuracy and the issue was resolved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Medtronic representative performed a navigation system check-out. Adjusted the axiem emitter and accuracy and instrument verification improved significantly. Surgeon will continue to follow axiem placement recommendations. Issue resolved.